Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message (sf 74) indicating a software task error. This resulted in an audible alarm and unexpected restart of the device. There was no patient injury reported as a result of this incident.